Manufacturer narrative:
This record is being cancelled because it is duplicate to onetrack # (B)(4) / onesupport:(B)(4). Report submitted under mfg report number 2248146-2022-00984. Complaint record ID # (B)(4).

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2248146-2022-00984. Please refer to mfg report number 2248146-2022-00984 for all information for this complaint event. Please cancel in your database.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following was reported via voicemail received on 21december2022: it was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. There was no patient harm or adverse event reported.